Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2020-32413. It was reported that following a trial procedure, the patient developed a hematoma. After the trial was completed, the hematoma was resolved.